Event description:
When the ligaclip was being tested prior to use, the equipment was jammed, and would not work. Taken out of service. Did not reach patient, no harm. New ligaclip retrieved and used. FDA safety report ID # (B)(4).